Event description:
It was reported that the right ventricular (rv) lead had high impedance and was oversensing with a high short interval count (sic) and non-sustained tachycardia noisy episodes. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The max ventricular pace impedance rose from an approximate baseline of 800 ohms the week ending (B)(6) 2013 to greater than 10,000 ohms the week ending (B)(6) 2013 (and varies between 864 ohms and greater than 12,000 ohms for the rest of the record). Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Analysis of the device memory indicated a lead warning alert. The rv pace lead impedance alert occurred on (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of (B)(4) v-sic occurred since (B)(6) 2013. One non-sustained tachycardia episode of less than (B)(4) ms cycle length was recorded on (B)(6) 2013.